Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01004. It was reported one of the patient's scs leads was found to have high impedance on all contacts. Troubleshooting did not resolve the issue. Consequently, the lead was replaced. The patient received two leads as part of the scs system. It was undetermined which lead exhibited high impedance. All possible devices are being reported.